Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included clear passage, pressure test, priming and pull test on all the connections with no issues were noted; no broken tubing was observed on the actual sample. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system vented continu-flo solution set had air bubbles in line. The was observed during infusion, while bicarb fluids (post-hydrating methotrexate) was running on an intravenous (IV) pump. The nurse began flicking the upper port to loosen the air bubbles to return them to the bag of fluids when the tubing spontaneously disconnected (on the plastic tubing portion above the port access). New tubing was used to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.